Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP contributed to dry sinuses, headaches, sore throat, and post-nasal drip due to ineffective humidification. The user reportedly was prescribed steroids. There was no report of serious harm or injury. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer previously received information alleging a dreamstation 2 advanced auto CPAP contributed to dry sinuses, headaches, sore throat, and post-nasal drip due to ineffective humidification. The user reportedly was prescribed steroids. The device was returned to the manufacturer for investigation. During evaluation of the device, the technician was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. During review of the error logs, it was determined that the device was likely reset prior to the product investigation lab receipt due to it having 1914.5 machine hours and 0 blower and therapy hours. There were 4 incidents of e-250 (err_barometric_comm), a continue error, and 1 instance of e-15 (err_cycle_handler_overrun), a reboot error. These errors were not reproduced with continued usage. The technician ran the device for a 2-hour period and verified that the temperature of the heater plate was within the normal operation range per 1143533 (v02) using a fluke multimeter (ID: f3890, s/n: (B)(6), caldue: (B)(6) 2024). During the investigation, the technician observed an unknown contaminant on the water tank lid, water tank, and water tank lid seal. An unknown dust contaminant was observed on the ui panel and top enclosure. A hair-like particle was observed on the center enclosure. An unknown dust contaminant was observed on the inlet/outlet seal, on the inlet of the blower box, on the blower, and the blower box. A hair-like particle was observed on the bottom enclosure. An unknown dust contaminant was observed on the heater plate and bottom enclosure. The product investigation lab is unable to directly address the symptoms or the complaint. The manufacturer has updated section h6 in this report.